Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 2.50 x 38 stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts lifted and misaligned. The crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent scratched in the distal end of the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent scratched in the distal end of the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.